Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the front panel assembly and found fluid ingress inside the touch screen. The reported issue was not duplicated, the unit passed the touch screen calibration and work¿s with no issues. This reported issue will be tracked and internally investigated. No further investigation is needed.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, the touch screen froze on unit start up. The customer reported there was no patient involvement associated with this event.